Event description:
The complainant reported a 27-year-old male patient presenting for cardiomyopathy. During impella support, it was noted that the patient experienced a blood leak from the impella access site. Attempts were made to stop the bleeding with gauze, compression and suturing but the condition remained. The patient was transfused an unknown amount of blood to counteract the ongoing condition and the decision was made to prematurely remove the pump and escalate to an impella 5.5. The patient was stable following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.